Manufacturer narrative:
Batch review performed on 10 march 2025 lot 2420477: (B)(4) items manufactured and released on 24-oct-2024. Expiration date: 2029-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Based on the information available no definitive root cause can be established, while the investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
Revision surgery was performed few days after primary due to malpositioned cup. From the x-rays, the surgeon deemed acetabular position to be sub optimal (vertical position with an increased inclination angle) and chose to change it. The bone was prepared with a 51 mm acetabular reamer and a 52mm cup implanted a 52mm cup in a acceptable position.